Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Legal claim indicates that the patient was revised. No additional information is available at this time. Update 2/9/2011 - the patient was revised to address hip pain. Update 11/21/2012 litigation papers allege the patient suffered pain, disability, and loss of enjoyment of life and had to be revised. Papers also allege excessive levels of chromium and cobalt blood levels. There was no new information received that would impact the outcome of the investigation. Update 12/14/2012 patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 2/25/13 - plaintiff's preliminary disclosure form was received, which identified correct date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: 3/6/2014 - medical records received. Patient was revised to address bulging of the soft tissue with metallic staining, grayish milky fluid and metalosis. The information received does not change the MDR decision. This complaint was updated on: 03/28/2014. Update dec 19, 2017. Pfs and medical records received. Pfs has no new information. After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain and elevated metal ion levels. Revision notes reported tissue bulging, metal staining, grayish milky fluid. Specimen cultured indicated chronic inflammation and fibrosis. There is no metal ion levels provided in the medical records. Added stem and sleeve product information. This complaint was updated on: december 28, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Legal claim indicates that the patient was revised. No additional information is available at this time. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.